Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one of the leads. As a result, surgical intervention was undertaken on (B)(6)2025 to replace the lead. It is unknown which lead had the high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147530.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.